Event description:
Reference number (B)(4) event occurred in finland on (B)(6)2024, it was reported by the patient that he was hospitalized for 10 hours due to hyperglycemia and ketoacidosis. Patient was felling dizzy fainting. High blood glucose level was 20 mmol/l and treated by IV drip, insulin pump and injection. No further information was available

Manufacturer narrative:
H11 :patient city: (B)(6) patient country: finland since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.